Manufacturer narrative:
Insulin pump received with a high sleep current measurement and low battery alarm during monitoring for several days due to moisture damage on the electronic assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had a replace battery now alarm in alarm history and battery did not lasts more than a week. The customer¿s blood glucose was unknown. Troubleshooting was done for further issues. Screen. Customer was recommended to refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. Customer was advised to monitor the insulin pump and call back if issue continues. The insulin pump will be returned for analysis.